Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon performed a total hip arthroplasty on the patient on (B)(6) 2021. Patient later developed symptoms of infection and revision surgery was performed on (B)(6) 2021. Intraoperative pathology tests showed no signs of an infection present but patient¿s tissue was abnormal and there were signs of an immune response active. Removal of the dm liner revealed metallic wear both inside the pinnacle acetabular shell and on the back side of the liner. Surgeon is very concerned that either the morse taper of the liner becomes disengaged after the original surgery or was never engaged to begin with. It is his belief that this caused the need for the revision hip surgery. Doi: (B)(6) 2021. Dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of a provided product photograph was unable to conclusively determine a root cause. Nothing indicative of product error was identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.